Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and weight increased ('I have gained about 60 lbs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine attacks 2-3 times a month "), menstruation irregular ("irregular periods"), menorrhagia ("2-8 weeks of bleeding when on my period / extremely heavy periods"), dysmenorrhoea ("severe menstrual cramps "), dyspareunia ("cramps and severe pain in uterus, fallopian tubes and vagina after sex"), abdominal pain ("stabbing pain in my abdomen "), breast pain ("stabbing pain in my breasts"), headache ("severe headaches "), pain of skin ("skin tenderness "), alopecia ("hair loss "), mood swings ("severe mood swings "), depression ("depression "), inflammatory bowel disease ("ibd"), endometriosis ("endometriosis "), abdominal distension ("bloating "), fatigue ("chronic fatigue"), amnesia ("short term memory loss"), cognitive disorder ("cognitive problems "), feeling abnormal ("brain fog"), increased tendency to bruise ("spontaneous bruising "), nausea ("nausea "), anxiety ("anxiety"), panic attack ("panic attacks "), myalgia ("muscle pains "), arthralgia ("joint pain"), periarthritis ("frozen shoulder "), libido decreased ("decreased libido "), night sweats ("night sweats "), hot flush ("hot flashes "), gingival bleeding ("bleeding gums "), dry skin ("dry skin "), pruritus ("itching "), back pain ("lower back pain"), renal pain ("kidney stone-like pain attacks (but no stones)"), dizziness ("dizziness ") and pyrexia ("random fevers ") and was found to have weight increased (seriousness criterion medically significant) and blood count abnormal ("elevated blood count"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased, migraine, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, breast pain, headache, pain of skin, alopecia, mood swings, depression, inflammatory bowel disease, endometriosis, abdominal distension, fatigue, amnesia, cognitive disorder, feeling abnormal, increased tendency to bruise, blood count abnormal, nausea, anxiety, panic attack, myalgia, arthralgia, periarthritis, libido decreased, night sweats, hot flush, gingival bleeding, dry skin, pruritus, renal pain, dizziness and pyrexia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, blood count abnormal, breast pain, cognitive disorder, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, gingival bleeding, headache, hot flush, increased tendency to bruise, inflammatory bowel disease, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, pain of skin, panic attack, pelvic pain, periarthritis, pruritus, pyrexia, renal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 17-apr-2020: nullification: the cases (B)(4) (medwatch 3500a MFR number 2951250-2020-04383) and (B)(4) (medwatch 3500a MFR number 2951250-2019-13989) were were created with wrong country of reporter´(USA) and were deleted from bayer safety database. All information was transferred to this case (B)(4) with reporter country sweden. Then this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database as well. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and weight increased ('I have gained about 60 lbs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine attacks 2-3 times a month "), menstruation irregular ("irregular periods"), menorrhagia ("2-8 weeks of bleeding when on my period / extremely heavy periods"), dysmenorrhoea ("severe menstrual cramps"), dyspareunia ("cramps and severe pain in uterus, fallopian tubes and vagina after sex"), abdominal pain ("stabbing pain in my abdomen"), breast pain ("stabbing pain in my breasts"), headache ("severe headaches"), pain of skin ("skin tenderness"), alopecia ("hair loss"), mood swings ("severe mood swings"), depression ("depression"), inflammatory bowel disease ("ibd"), endometriosis ("endometriosis"), abdominal distension ("bloating"), fatigue ("chronic fatigue"), amnesia ("short term memory loss"), cognitive disorder ("cognitive problems"), feeling abnormal ("brain fog"), increased tendency to bruise ("spontaneous bruising"), nausea ("nausea "), anxiety ("anxiety"), panic attack ("panic attacks "), myalgia ("muscle pains"), arthralgia ("joint pain"), periarthritis ("frozen shoulder"), libido decreased ("decreased libido"), night sweats ("night sweats"), hot flush ("hot flashes"), gingival bleeding ("bleeding gums"), dry skin ("dry skin"), pruritus ("itching"), back pain ("lower back pain"), renal pain ("kidney stone-like pain attacks (but no stones)"), dizziness ("dizziness") and pyrexia ("random fevers") and was found to have weight increased (seriousness criterion medically significant) and blood count abnormal ("elevated blood count"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased, migraine, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, breast pain, headache, pain of skin, alopecia, mood swings, depression, inflammatory bowel disease, endometriosis, abdominal distension, fatigue, amnesia, cognitive disorder, feeling abnormal, increased tendency to bruise, blood count abnormal, nausea, anxiety, panic attack, myalgia, arthralgia, periarthritis, libido decreased, night sweats, hot flush, gingival bleeding, dry skin, pruritus, renal pain, dizziness and pyrexia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, blood count abnormal, breast pain, cognitive disorder, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, gingival bleeding, headache, hot flush, increased tendency to bruise, inflammatory bowel disease, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, pain of skin, panic attack, pelvic pain, periarthritis, pruritus, pyrexia, renal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 3-dec-2019: the cases (B)(4) and (B)(4) were duplicate of this case and were created with wrong country of reporter. All of its information has been transferred to this present case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.